Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 270-27-s without packaging. The provided sample was subjected to a visual inspection. Damages or manufacturing faults were not detected. As-received condition the clamp clip was closed. The patient connector was not closed, the original wing cap was not handed over from the customer. Further on, we detected crystallized drug residues and solution at the filling port (lli-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal volume (270 ml) and a functional test respectively a leak test was carried out. After opening the clamp clip the pump did work immediately (solution was running). Leakages were not detected at the sample. Flow rate test: nominal: 10 ml/h. Actual: 17.2 ml in 1 h; 31.2 ml in 2 hrs; 185.7 ml in 17 hrs. A fast flow (as described by the customer) could not be determined at the received sample. The received sample is within the specification. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump-flow rate-fast.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, flow rate deviation is a known error pattern and corrective and preventive actions are in progress / have been implemented.